Event description:
It was reported that during an open hepatectomy, the knife did not return to the home position and the jaws did not open after the third stroke of the third firing. The cartridge was blue. The doctor commented that the firing trigger might not have been fully grasped. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one sc60 device was returned with no visual non-conformances and with an ecr60w fully fired cartridge loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the jaws eventually open? - no information. If the jaws did not eventually open how was the device removed from the tissue? -- no information.